Event description:
The implantable pulse generator system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components. Follow up has been inconclusive and all leads have been exhausted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. Lead analysis is in progress and will be forwarded once complete.